Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient required left knee revision two years, seven months post implantation due to pain, instability, and varus/valgus joint laxity. The poly and femoral components were revised. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: clinic letter: arthroscopy was normal with no major synovitis noted and no turbulent fluid in the knee, no sign of infection from biopsies. 'The key thing was the eua which showed laxity in the coronal plane, both in varus and valgus. Patient already has a 16mm poly liner inside the knee, and it is therefore likely that either the tibia or femoral component will need to be changed.' Radiographs were provided and reviewed by a health care professional and it was determined further review would not enhance the investigation. Complaint is confirmed from provided medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.